Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that the reported patient outcomes were as follows: erosion, infection, urinary and bowel problems, recurrence, dyspareunia, vaginal scarring, organ perforation, and other. Also reported psychiatric care ¿10. (B)(4) - urinary and bowel problems; recurrence; dyspareunia; psychiatric care.